Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to high current drain which resulted in low battery voltage. The cause of the high current drain was an anomalous transistor.

Event description:
It was reported that the device could be interrogated after multiple attempts. Device was explanted and replaced. Patient condition was good.